Event description:
It was reported that patient underwent total hip arthroplasty in 2006. The patient reported bending over outside when the stem broke. Revision surgery was performed in early 2009, due to fracture of the stem neck.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed june 10, 2009.